Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A peritoneal dialysis registered nurse (pdrn) called technical service center and stated that the cycler had an alarm. The technical service representative reviewing the alarm history and found that supply bag lines are blocked occurred. The technical service representative reviewed the patient¿s treatment records. During cycle two the patient drained 4112 ml, which was 195% of the patient¿s largest fill volume of 2104 ml. The pdrn did not request a replacement cycler. Follow up with the patient¿s nurse was attempted but unsuccessful. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.